Event description:
It was reported that during a posterior fixation procedure at t2-l2, the broken off plugs that was found inside of the retaining driver was more than what actually broke off. The plugs from the previous case may have remained in the driver. No pt injury or other complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the MFR for eval. We are unable to determine the cause of the event.